Event description:
It was reported, during the therapeutic emergency airway procedure, the video system center was needed to insert a stent for a blocked airway, however no image came through and no error code was reported. Troubleshooting was performed without success and there was no alternate device available. An unspecified medical intervention was required and the procedure was completed with an intervention procedure. The patient had pre-existing difficult airway access. The device was inspected before use and there was no error displayed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported ¿no image¿ issue was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported ¿no image¿ was not reproduced. However, the front panel was noted to have a poor appearance. Therefore, it is possible that ¿no image¿ was displayed due to a failure of the one-touch connector caused by external forces applied to the device. Although, the root cause could not be determined. This supplemental report includes an update from the initial medwatch. Olympus will continue to monitor field performance for this device.